Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer¿ yes device evaluation: customer provided photo shows a pseudophakic eye, the implanted lens is claimed to be a a tecnis monofocal one-piece iol with simplicity delivery system model dcb00, as reported a foreign material measuring approximately 0.2 to 0.3 millimeters of diameter circulated and pointed by the arrow is observed in the photo. Although the complaint issue reported is confirmed, the source, nature, and potential clinical impact of the observed, cannot be determined from a picture evaluation. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation and source photo evaluation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a mark or debris on the anterior side of lens close to the haptic junction and out of patient view. The surgeon could not remove it with an irrigation aspiration (ia) or an instrument. The surgeon was not sure what it was. The lens remains implanted in the patient's operative eye. The patient is doing fine post-operatively. There are no issues.